Event description:
Two hours after clinical use, the tube became detached from the drip chamber.

Manufacturer narrative:
Additional information has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4). (B) (4).